Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 04 aug 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user reported receiving a sensor replacement alert on (B)(6) 2025 day 101 after insertion. An RMA was authorized for the return of the sensor for further investigation. Upon receipt, visual inspection revealed a small portion of the hydrogel missing over the optical area of the sensor, likely caused during the removal procedure due to excessive force applied by the removal clamps; this finding was unrelated to the user's complaint. In-house testing of the sensor was inconclusive due to the missing hydrogel over the optics. A review of the glucose trend plot revealed two consecutive dropout phases occurring within a two-week period ((B)(6) 2025, to (B)(6) 2025), both emerging after day 101 post-insertion and culminating in the triggering of the sensor replacement alert. Analysis of the raw sensor data indicated the onset of optical instability beginning on (B)(6) 2025, which likely contributed to the observed inaccuracies, signal dropout phases, and eventual alert activation. The potential root cause of this failure mode may be associated with the in vivo condition of the sensor hydrogel. The user was provided with a replacement sensor as part of the resolution. B4. Date of this report 03 nov 2025. G3.date received by the manufacturer? 03 nov 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.